Event description:
Patient had pain, swelling, mobility, and inflammation. Existing infection in extraction site. Implant placed immediately post extraction, teeth w/ deep decay. No apparent infection but in retrospect must have been.